Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed motor error during bolus/basal. Blood glucose level at the time of incident was 118 mg/dl. During troubleshooting it was indicated that the insulin pump was not exposed to high magnetic fields, it was able to rewind and passed the displacement test. However, it was reported that the drive support cap was sticking out. It was advised the insulin pump would be replaced. The insulin pump will be returned for analysis.